Event description:
Serum sickness, diarrhoea, vomiting, dehydrated [dehydration], hard area over right knee [skin induration], veins are hard [angiopathy], legs are black and blue/left thigh is black and blue/bruises [contusion], swollen [swelling], gained 21 pounds [weight increased], muscle pain [myalgia], knees hurt [arthralgia], 30 ml of synvisc one injected in each knee [overdose]. Case description: spontaneous report was received on (B)(4) 2013 from a (B)(6) female patient, initials (B)(6), with knee pain. The patient's medical history was significant for central nervous system sleep apnea. On (B)(6) 2013, she initiated treatment with synvisc one (hylan gf 20) at a dose of 30 ml (route not provided), once into both knees (overdose). The lot number of synvisc was not provided. The same day following synvisc one administration, the patient experienced "knees hurt". On (B)(6) 2013 (after four days), the patient recovered from the event of "knees hurt". On (B)(6) 2013, the patient experienced diarrhea (22 episodes) and vomiting (03 episodes). On (B)(6) 2013 and (B)(6) 2013, she was dehydrated. On unspecified date in (B)(6) 2013, the patient developed muscle pain. On (B)(6) 2013, she went to her physician. On (B)(6) 2013, she visited her orthopedic doctor and was diagnosed to have serum sickness and she was prescribed prednisone at a dose of 10 mg in the morning and 05 mg in the evening for the treatment of serum sickness and advil (ibuprofen) three times a day as a treatment for the event of muscle pain. She reported that there was a hard area over her knee of the size of a pancake. On unspecified dates, she reported that her veins were hard, legs were black and blue. She had bruises of the size of her hand and left thigh was black and blue spreading to middle of her calf. She also had swelling and had gained 21 pounds. The outcome for the events of serum sickness, diarrhea, vomiting, dehydrated, muscle pain, "veins were hard", "hard area over the knee", "black and blue legs", gained 21 pounds" and "swollen" was not provided. Relevant concomitant medications were not provided. The intensity for all the events was not provided. The causal relationship between synvisc one and all the events was not provided.

Manufacturer narrative:
The qa (quality assurance) investigation summary was received on (B)(4) 2013. Evaluation summary: the production lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of product is not affected by this report.